Event description:
It was reported that an infection occurred. An attempt was made to extract the lead which was unsuccessful. The lead was capped and replaced. Approximately five weeks after the lead replacement, oversensing was reported. No signs of a lead issue could be determined. The capped and active leads were reviewed under fluoroscopy and it was determined by the physician that the oversensing was possibly due to touching of the two leads. The previously capped lead was explanted and the active lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.